Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since patient switched to the controller 2.0, one battery will drain down to 25% which equals 1 green light and then it will switch to the other battery, as it is supposed to. After a period of time, the battery showing 1 green light will start to show 2 green lights. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was not returned for evaluation. Log file analysis did not reveal any anomalies; however, a review of the data file revealed an instance on 10/29/2017 where bat306676, connected to power port one (1), was depleted to 24 relative state of charge (rsoc). Once a battery depletes below 25%, the controller will automatically switch to the secondary power source. As a result, the controller switched to bat306002, which was connected to power port two (2). Because the controller switched to the secondary power source, bat306676 no longer had the same load as when the battery was the primary power source. This likely caused the battery's capacity to slightly increase back to 25% rsoc. The battery capacity indicator will display two leds when the battery has a capacity between 25% and 49% rsoc, while only displaying one led when the battery has less than 25% rsoc. The change from 24% to 25% rsoc was likely related to what the patient experienced. Based on the available information, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event can be attributed to a battery recovering charge from 24% to 25% rsoc, causing the battery capacity indicators to change from one led to two leds. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.